Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead having unspecified helix rotation issues. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue were isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.